Event description:
It was observed that during the device inspection, the ultrasound gastrovideoscope exhibited missing ke45 (an adhesive) at light guide cover. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the missing (ke45 - adhesive) from the light guide cover was confirmed. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. It was confirmed that there was no problem at the time of shipment. Based on the results of the investigation, the presumable cause and the root cause could not be determined. Olympus will continue to monitor field performance for this device.